Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified one-link catheter extension set experienced a connection issue. The distal end connector that attached to the vascular access device separated from the tubing with the extension set during infusion. The extension set was replaced with a new one and the infusion was successfully completed. There was no patient injury or medical intervention associated with this event. No additional information is available.